Event description:
The mps reported the arm not moving into haptics even after mics shows green and aligned properly. Mps reported that first the arm would not get into haptic area when on cutting page, even when mics was green. They tried troubleshooting by going to different cut, exiting plan and reentering, shutting down, swapping mics etc, couldn't get it to enter cutting area. Previous to this case the mps said that when the arm finally got into haptics it kept dropping and kicking them out. Surgery was not completed robotically.

Manufacturer narrative:
Reported event: an event regarding unintended movement involving a mako robotic arm was reported. The event was confirmed. Method & results: product evaluation and results: the field service engineer reported: problem reproduced? Yes. Trouble shooting notes: none. Work performed: replaced j4 arm assembly. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that rob060 was inspected on (B)(6) 2009 and the quality inspection procedures were completed with no reported discrepancies. Complaint history review: a review of complaints in trackwise related to p/n 207564, robot number: rob060 shows 0 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The mps reported the arm not moving into haptics even after mics shows green and aligned properly. Mps reported that first the arm would not get into haptic area when on cutting page, even when mics was green. They tried troubleshooting by going to different cut, exiting plan and reentering, shutting down, swapping mics etc, couldn't get it to enter cutting area. Previous to this case the mps said that when the arm finally got into haptics it kept dropping and kicking them out. Surgery was not completed robotically.